Event description:
Two biopsy guns were used: the first inter-v (18g x 20cm) misfired while in the patient. Physician then used a second bard gun (18g x 16cm) that also misfired; took several attempts to get adequate biopsy samples. The second gun later fired while sitting on a table, spraying sample fluids onto healthcare worker.